Event description:
A malfunction was reported with the pump, displaying a malfunction code of malf 0. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who was instructed to use mdi as a backup therapy in the interim. The customer was advised that the new pump will have updated software and was given instructions on putting the existing pump into storage mode for return to tandem. The customer was informed about programming settings and connecting the cgm to the replacement pump and acknowledged all instructions.